Event description:
It was reported that the pt exhibited a foreign body reaction consisting of swelling and redness. This occurred at an unknown time after surgery. The original procedure was performed in 2001. The physician removed the suture knot.